Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On 13/10/2022, an existing reply dr pacemaker sn° (B)(4) implanted (B)(6) 2012 was replaced by a an alizea dr pacemaker sn° (B)(4) because of normal battery depletion. The a and v leads, screwvine 52 sep s/n: (B)(4) and screwvine 58 sep s/n: (B)(4) implanted on (B)(6) 2012 were switched from the reply dr to the alizea dr device. On (B)(6) 2022, ventricular noise sensing was observed through the programmer. A pause had also been observed on the monitor. A complete new system was implanted on (B)(6) 2022: (1) both screwvine leads were abandoned in the body and (2) the (alizea) pacemaker was replaced (the complainant wrote they replaced the pm 'considering the influence of the pacemaker'. The re-intervention was completed without problems. Pacing system after replacement: pm: alizea dr (104gb0fb), a: vega r45 (45drg04977), v: vega r52 (52drg42460) when checking the historical medical records (from prior the reintervention), noise episodes were already observed in the past. Patient files will be retrieved. Physician's opinion: since pacing inhibition may be caused by oversensing due to (1) incomplete lead fracture or (2) insulation break or (3) the influence of the pacemaker, the pacemaker was also replaced when the leads were added.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
On (B)(6) 2022, an existing reply dr (B)(6) (sn° (B)(6); implanted (B)(6) 2012) was replaced by a an alizea dr (B)(6) (sn° (B)(6)) because of normal battery depletion. The a and v leads, screwvine 52 (B)(6) (s/n: (B)(6)) and screwvine 58 (B)(6) (s/n: (B)(6)) implanted on (B)(6) 2012 were switched from the reply dr to the alizea dr device. On (B)(6) 2022, ventricular noise sensing was observed through the programmer. A pause had also been observed on the monitor. A complete new system was implanted on (B)(6) 2022: (1) both screwvine leads were abandoned in the body and (2) the (alizea) pacemaker was replaced (the complainant wrote they replaced the pm 'considering the influence of the pacemaker'. The re-intervention was completed without problems. Pacing system after replacement: pm: alizea dr ((B)(6)), a: vega r45 ((B)(6)), v: vega r52 ((B)(6)) when checking the historical medical records (from prior the reintervention), noise episodes were already observed in the past. Patient files will be retrieved. Physician's opinion: since pacing inhibition may be caused by oversensing due to (1) incomplete lead fracture or (2) insulation break or (3) the influence of the pacemaker, the pacemaker was also replaced when the leads were added.